Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaz1037 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (reaz1037) have been reported from the same facility.

Event description:
Per sales rep, the facility reported while placing a PICC line, the (red) handle broke off when attempting to break the peel away introducer. The vascular access nurse was unable to grasp the remaining grey portion of the introducer and used sterile hemostats to peel away the remaining catheter at the insertion site. This report address patient one.